Manufacturer narrative:
Investigation pending.

Event description:
(B)(6) received complaint where the caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 1.9, lot: 289502; date: (B)(6) 2012, inratio: 2.2, lab: 1.8, lot: not given. Customer reported they perform a monthly "qc" test on their inratio meters by testing their patients with their meter, and sending a sample from the patient to a lab for comparison. The venous blood samples were collected at same time and put into blue-topped vacutainers (sodium citrate 3.2%) up to the fill line. These venous bloods were then taken from the community to the (B)(6), where a porter then collects them and delivers them to (B)(6) labs down the road for testing. Customer unable to confirm the time delay between venipuncture and lab testing. The customer reported that two inratio 2 meters were used for testing, however, they could not confirm which meter was used for each of the tests. Refer to medwatch 2027969-2013-00009, for 2nd meter, sn (B)(4). The patients in question were all due for hip / knee replacement surgery or had recently undergone surgery and their warfarin dosages have been altered for this reason. The nurses were trying to get them back up to therapeutic levels when these bloods were taken and tested. All patients may have been slightly anaemic. All patients were on painkillers (not aspirin). All were aged greater than 18. All were being given clexane sub-cut injections (aka lmwh, lovenox or enoxaparin) at the time of testing.